Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found a hose clamp for the water pump on the facility floor; the customer attempted to replace the clamp but was unable to properly line up all of the piping. The technician realigned the piping, replaced the hose clamp, and verified all clamps were secure. A test cycle was performed, the unit was confirmed operational and returned to service.

Event description:
The user facility reported a water leak from a vision single chamber washer. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.